Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high, rising thresholds. It was attempted to reposition the lead, but adequate sensing or thresholds could not be established. During the repositioning attempts, the lead helix was damaged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.